Event description:
It was reported that a malfunction alarm occurred, specifically alarm 2, and the customer experienced frequent and recurring occlusion issues. The customer's blood glucose level did not exceed 500 mg/dl, and as a result, there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Customer technical support transferred the call and requested follow-up for additional assistance due to the ongoing nature of the problem.